Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Asr revision. Asr resurfacing - right hip. Reasons for revision: unknown. Update: 29 june 2015. Updated to bilateral, see (B)(4) for left hip. (B)(4). Update: 30 june 2015. Updated to unilateral (not bilateral). Data input error from crawfords gave details for a left hip. (B)(4) therefore created unnecessarily and is now voided. Lot number for the right hip originally provided by kennedys were incorrect. These have now been corrected with the details from crawfords update 27 june 2015 attached. The unilateral confirmation 30 june 2015 corrects the hip side for the update. Also updated surgeon's name.

Event description:
Update - added reason for revision, taken from claimsuite dated (B)(6) 2015.

Event description:
Asr revision, asr resurfacing - right hip. Reasons for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.